Event description:
"S/p b subgl infra 255cc surgitek's for augmentation. Developed a r hematoma which required evacuation. Post-op developed r contractures for which" pt "had multiple closed capsulotomies starting in 1983 and ending in 1990 when" pt "was found to have a r rupture with granulomata inferiorly. Had a capsulotomy/removal/exc granulomata and replacement with a 250cc siltex gel. Denies any h/o decrease in size/trauma since, but c/o development of some systemic sx's which" pt "believes is related to implants. Desires removal. These sx's include arthralgias/arthropathy (+ am stiffness), myalgias, dysesthesias/paresthesias, fatigue, sleep disturb, hot flashes/sweats, headaches, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, night glare, allergy development, sob/cp, choking sensation, wgt gain, gi/gu disturb, and dyspareunia. Pt is otherwise healthy."